Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 596 mg/dl. The doctor stated that she does not have the insulin pump available at the time, and will have the customer call back. Then the doctor called again and stated that the customer contacted his doctor regarding the high blood glucose. The caller mentioned that the customer was treated with an insulin drip. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.